Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint therefore he reported condition could not be confirmed. The complaint shall be reopened if a sample is received. During the investigation the reported condition was not found during the manufacturing process in the molding area within the plant or during the shipping process. Potential root causes for the condition reported are: cooling lines crossed or mismatch in the movement of the robot. The production personnel were alerted to the issue. A visual inspection was implemented to 100% per personnel production. Corrective and preventive actions were taken to correct the cooling lines that cross the mold. The displacement of the cylinder was adjusted, which acts as a force for bending. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a yankauer. The customer states the yankauer was clogged, it had no suction. There was no patient injury.